Event description:
It was reported that the patient presented for follow-up. A device interrogation revealed over-sensed noise and low pacing impedance exhibited by the right ventricular lead. The patient was scheduled for lead revision on (B)(6) 2023, where externalized conductors were observed. The lead was capped and replaced. There were no patient consequences.